Manufacturer narrative:
No log files are available to investigate the issue. Customer was using cleaning agent which is documented as a known interferent in the rp 500 operator's manual. Instrument is performing as intended.

Event description:
A (B)(6) female patient had sodium of 144 mmol/l as per the laboratory method, and sodium of 158 mmol/l according to the abg method. There was no report of injury due to this event.